Event description:
During an incident in 2001 involving a female pt with chest pain, this defibrillator, using kendall monitoring pads, was reading ECG ok but shut down after approx 1 to 2 minutes. Later the crew tried the defibrillator on themesleves and timed the shut down at 2 minutes.